Event description:
The patient¿s two spinal cord stimulators were removed on (B)(6) 2012 because they were old and stopped working. It was noted there was still a piece of wire in the patient¿s knee, it was unclear what this meant. This was all the information available at this time. If additional information is received, a follow up report will be sent. Reference manufacturer report# 3004209178-2015-14166.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7425, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3487a-33, lot# j0349502v, implanted: (B)(6) 2004, product type: lead. (B)(4).